Manufacturer narrative:
Reference: case (B)(4).

Event description:
It was reported that the articular insert was not able to lock on the tibia tray. The procedure finished with a smith and nephew backup device. No surgical delay. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the confirmed stated mode has minor scratches on the surface. The device shows signs of extensive use. A functional evaluation confirmed the stated failure mode. The device gii ps hi flex isrt sz 3-4 11 will not lock to another mating part mechanism, rendering device inoperable. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. The potential probable causes for this event could include but not limited to a user or procedural error. Based on this investigation, the need for corrective action is not indicated. Without the actual products involved and/or device information, our investigation cannot proceed. If these devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.